Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported an issue where the server interface was not communicating. The issue began after upgrading to version 1.11, and post-upgrade, the cce was not communicating as expected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server interface was not communicating. A technical support specialist (tss) reported that the field engineering team identified that some medication bank modules were not configured to start automatically. The tss noted that the configuration was corrected and confirmed that the carefusion coordination engine was communicating properly afterward. The system functioned as intended after the technical support specialist inspected the issue.